Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter without the distal shaft. Microscopic inspection found no irregularities or defects in the collar area. The maximum outer diameter (od) of the guidezilla collar was measured and was within specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06may2016. It was reported that a guide extension catheter failed to advance through guide catheter. The target lesion was located in the right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. When the physician tried to advance the guidezilla¿ guide extension catheter through the 6f guide catheter, the guidezilla¿ guide extension catheter did not pass. The procedure was completed with another device without using the guidezilla¿ guide extension catheter. No patient complications were reported and the patient's status is stable. However, device analysis revealed a distal shaft of the guidezilla¿ guide extension catheter was broken.